Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Additional observations: observed stress marks on the device. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Physician reported left side rupture and implant removal from textured to smooth due to the concerns of the product. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side rupture and implant removal from textured to smooth due to the concerns of the product. Device explanted.